Event description:
Omnipod 5's closed loop insulin delivery system is a joke and shouldn't be allowed to be sold in the clear beta stage it's at. The technology constantly fails and compromises my blood sugar - connection issues with the cgm, random pod failures, poor ux that causes users to ruin tons of good insulin with no option to cancel pod deactivation if accidentally touched on the receiver screen, horrible bleeding/bruising/infections at site of insertion when all proper precautions have been taken to attach the new pod, and on top of it all, there is no customer support available from omnipod for a device that can kill you or sustain your life depending on how well the tech decides to work that day. Hold times can be upwards of six hours. I reported a dangerous issue where it gave me incorrect alerts about my blood sugar every 5 minutes for the life of the pod, an issue that requires timely resolution, and received a callback from support over two weeks later. Omnipod needs to be recalled and sent back to research and development until they can deliver a reliable product. FDA safety report ID #(B)(4).